Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that the patient started feeling less pain relief. When trying to refill the pump, the hcp was unable to find the center septum. The patient was brought back in today and put under x-ray and the pump had flipped and they were unable to interrogate it as well. The x-ray showed the catheter access port was flipped counterclockwise. The patient stated that when trying to give herself a bolus, it took about 45 minutes to find the pump, and then when the bolus delivered, she did not feel any relief like she typically did. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿na¿ was noted. The hcp called the patient¿s physician who wanted to admit her, but no further information had been given to the reporter. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was brought to surgery on (B)(6) 2022 to flip pump back and re-suture. The patient¿s pump was refilled and the physician reported patient was doing well. The pump was used to deliver hydromorphone 500mcg/ml at 500mcg/day.